Manufacturer narrative:
The customer reported that the alarm is not working on the central nurse's station (cns). The customer also mentioned that the cns seems to have a lot less icons/settings available when comparing to another cns unit. Technical support (ts) asked the customer to check the audio cable going from the cns display to the tower. Regarding the icons/settings issue, ts informed the customer that the cns may have corrupted software and if this is the case, it's recommended for them to send in the cns to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the alarm is not working on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the alarm is not working on the central nurse's station (cns). The customer also mentioned that the cns seems to have a lot less icons/settings available when comparing to another cns unit. Technical support (ts) asked the customer to check the audio cable going from the cns display to the tower. Regarding the icons/settings issue, ts informed the customer that the cns may have corrupted software and if this is the case, it's recommended for them to send in the cns to be repaired. There was no patient injury reported. Investigation summary: during follow-up from customer, customer indicated that the cable (likely the audio cable) was found to be loose. As the audio cable was unplugged, there will be no audio coming from the cns. Although not definitive, it is likely that a user had inadvertently unplugged the audio cable, or the audio cable connection was missed during set up. The most probable cause of the issue is user error, and inadequate cable management. Customer also mentioned that the icons in windows of the cns is fewer than the other cns. This is likely due to differences in the settings (i.e. Shortcuts) of the cns. The issue is related to user error. If the audio cable of the device was connected as it should be, the issue would have not occurred. No corrective actions will be performed at this time. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the alarm is not working on the central nurse's station (cns). There was no patient injury reported.